Event description:
In (B)(6) 2008, I had a hip replacement, a johnson & johnson depuy pinnacle. In the fall of 2017, I was experiencing weakness in that leg and clicking in that hip. I also was feeling a little light headed off and on, and my eye sight was getting worse for both near and farsightedness. I had never had problems with farsightedness. I also, in 2012, was diagnosed with high blood pressure. My wedding ring was too tight so I had it enlarged and now after my second surgery, it is too small. My cobalt level on (B)(6), was 40.0 and the range was .5-3.9. The dr recommended a hip revision. All the mentioned issues are associated with high cobalt.